Event description:
Pt hospitalized in june of 1999 with weakness and complete heart block with a sinus mechanism and an escape left bundle branch block pattern. In 1999 a dual chamber pacemaker was inserted, but she doesn't think she felt much better subsequently. A subsequent pacer evaluation demonstrated that the pacer automatically switched to a vvi mode from ddd mode. Subsequent testing has demonstrated battery drain and she was then kept in the vvi mode. The inappropriate battery drain is threatening complete generator failure. "She didn't seem to feel much different in the vvi versus ddd mode."